Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the arm, which is off label usage of the device. On (B)(6) 2023, the patient developed a skin reaction with a large area of oedema surrounding a deep subcutaneous abscess, at the needle puncture site. The patient contacted a healthcare provider and was given a prescription for treatment with flucloxacillin, which was later switched to clindamycin 450mg. At the time of the it was reported that there was no change yet to the skin reaction. No data or product was provided for investigation. The allegation was undetermined. The probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Manufacturer narrative:
(B)(4)

Event description:
Subsequent to the initial MDR, additional information is required.